Event description:
A report was received from a user facility in (B)(6) indicating that during the procedure, the cutter stopped cutting while the aspiration was still working. There was no pt impact or injury reported.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.